Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. During preparation as the 3.0 x 32mm veriflex stent delivery system was pulled from the hoop, resistence was felt, and the stent looked deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. During preparation as the 3.0 x 32mm veriflex stent delivery system was pulled from the hoop, resistance was felt, and the stent looked deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device returned to MFR.: an examination of the returned device found that the stent was pulled distally on the balloon, out over the tip section of the device. The proximal edge of the stent was located at 9mm distal to the distal edge of the proximal markerband. The stent was stretched and damaged. A kink was present in the stent at 4mm distal to its proximal edge. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).